Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material clogging the nozzle could not be identified. However, it's likely the cause is related to the device not being reprocessed at the user facility prior to being returned to olympus. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was not confirmed and the issue was unable to be duplicated. The scope passed a dunk and fog test. Evaluation did find switch #3 was cut, the right/left and up/down knobs were loose and had play, the distal end plastic cover had scratches and deep dents on the side, the objective lens adhesive was old, the light guide lens adhesive was old and had small chips on the side. The bending section cover adhesive was cracked, the insertion tube had minor scratches, air/water supply was restricted due to the clogged nozzle, the control body had a customer label, the light guide tube had minor buckles and scratches, the scope connector was dented, the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the colonovideoscope did not pass a leak test. The issue was found during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the scope found during evaluation.